Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor storage.

Event description:
Customer complains of low results.customer states that feels well and requires no medical attention. The customer's expected blood result is 85-100mg/dl fasting. Verified the strips expire 9/18/2018.customer confirms the strips have been stored in the bathroom and were first opened (B)(6) 2016. (B)(6). Memory concerns:48mg/dl.customer is concerned with results reading below the expected range of 85-100mg/dl.